Event description:
The consumer was using the knee walker when the wheel allegedly came off, causing the consumer to fall to the ground. The threads on the caster stem were allegedly stripped. No injury is alleged.

Manufacturer narrative:
No serious injury is alleged. Alleged malfunction. The consumer alleges threads on the caster stem were causing the wheel to come off ultimately resulting in a fall. The consumer's weight and height are unknown. The consumer's medical history for using the device is unknown. The consumer's medication regimen is unknown. Any additional loading to the device is unknown. The consumer's stability is unknown. The environmental conditions for the flooring, street or terrain are unknown. MDR filed based on the malfunction.